Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). Device evaluated by MFR: fg maverick 2 mr, 2.00mm x 15mm was returned for analysis. A visual and tactile examination identified no issues with the hypotube shaft. A visual, tactile and microscopic examination identified no issues with the outer / mid-shaft sections or the inner lumen of the device. The device was inflated to rated burst pressure using an encore inflation unit, and a pinhole leak was identified at 24cm from the distal tip in polymer extrusion. A microscopic examination identified that there was evidence the balloon was inflated and there was blood present in the balloon however the balloon material had no visible damage. Bumper tip showed no signs of distal tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the left anterior descending artery. A 2.00 mm x 15 mm maverick 2 balloon catheter was selected for use. During unpacking, the balloon shaft leaked air (water), and the balloon could not be dilated. However, a visible pinhole in the balloon material was noted. The procedure was completed with another of same device. No patient complications reported, and the patient was stable following the procedure.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the left anterior descending artery. A 2.00 mm x 15 mm maverick 2 balloon catheter was selected for use. During unpacking, the balloon shaft leaked air (water), and the balloon could not be dilated. However, a visible pinhole in the balloon material was noted. The procedure was completed with another of same device. No patient complications reported, and the patient was stable following the procedure.

Manufacturer narrative:
E1. Initial reporter facility name: the second affiliated hospital of guilin medical college e1. Initial reporter phone: (B)(6).